Event description:
It was reported that patient received multiple inappropriate therapies for atrial fibrillation with rvr. The patient was put on cardiazem drip and metroprolol and issue was resolved. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.